Event description:
It was reported that the patient presented with a non working ambicor penile prosthesis device. The physician confirmed that the patient was no longer able to inflate or deflate the device. The device was explanted and replaced. There were no patient complications.